Event description:
It was reported that the pt underwent a posterior lumbar fusion at l2-3. During the procedure while inserting a bone screw, the l2 pedicle cracked on the right side. The doctor drilled another path in the pedicle, tapping several times starting with a smaller diameter tap. No add'l pt complications were reported.

Manufacturer narrative:
(B) (4): neither the device nor applicable imaging films were returned to the manufacturer for eval; therefore, the cause of the event cannot be determined.